Event description:
Customer reported receiving low readings from their precision qid blood glucose monitor. In blood glucose tests , customer received a lab reading of 220 mg/dl compared to a meter reading of 90 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.